Event description:
Stretcher wheel fell off while emts were removing the stretcher from the ambulance. Cot began to tip to one side but was assisted to the ground by emts. Patient struck her hand on the ground and complained of right wrist and hand pain.

Manufacturer narrative:
Manufacturer's failure analysis concluded lack of device maintenance contributed to this event. The component failed because it was not properly maintained. There was no design failure. No corrective action required. Unit will be repaired and returned.